Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer stated that the set detached from the body during sleep. The customer's blood glucose level was 600 mg/dl but had gone down to 333 mg/dl. The customer was advised to monitor their blood glucose levels and call back if problems persisted. The product was not replaced or returned.